Event description:
It was reported that the front panel of the xenon light source was blinking, flashing and continued to turn on. The issue occurred during an unspecified event. Troubleshooting was performed on the socket, lamp and spare lamp. It was advised not to use during a procedure with a failing main lamp and was suggested to be sent in for repair. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Additional information was received. That both, the main and spare lamps did not ignite. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since, the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since, the device was not returned for evaluation. The definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
While speaking with the olympus technical assistance center (tac). The customer was advised, to check if the trigger hanging down in the socket was free. The customer verified, that the lamp life meter read 250 hours. They then removed the lamp housing and closed the side door to turn on the clv-180, to test the spare/emergency lamp, but it did not light up. Tac explained, that the spare lamp was out. And if the main lamp fails, the doctor will not have a light to remove the scope from the patient. Tac recommended sending the device in for repair.